Event description:
N/a

Manufacturer narrative:
Certas valve (ID 828801) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. As no valve was returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Certas valve (ID 828801) has been returned for evaluation. Device history record (DHR)- product code 82-8801 with lot 6414366 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected and no defect was noted. The catheters were irrigated and no occlusion noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (828801) is not draining. The valve was implanted to treat communicating hydrocephalus. The patient has had 2 valve revisions since implantation (1 per week) and the valve is still not draining properly. The patient returned to hydrocephalus symptoms and headache 5 days after the implantation and even after the revision. The certas valve was replaced with a hakim valve.